Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, the customer was educated on the auto-off safety feature and to check with their healthcare provider before modifying the setting. Customer acknowledged.